Manufacturer narrative:
Product analysis: analysis was unable to confirm the loss of ventricular stimulation with the epg. The epg passed all incoming tests. The device was cleaned, calibrated, and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an intermittent loss of stimulation on the ventricular output. The status of the epg is unknown. No patient complications have been reported as a result of this event.